Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (caller) regarding an implantable neurostimulator (ins). It was reported that on april 16th, they went to the doctor's office and met with the manufacturer representative (rep) and had the stimulator turned on and the programming done. Caller said the patient was supposed to be on the first program for full 5 days, but patient had some severe issues with the program. Caller said it took them 3 or 4, or maybe close to 5 days getting in touch with the rep about the issue. Caller mentioned the stimulator was shocking the patient and patient was still in a lot of pain and had to sit in pain for the rest of the day. Caller said they changed to group c because group b was shocking the patient and group b was way too high and they have been changing groups back and forth because nothing was working properly. Agent redirected caller to the healthcare provider (hcp) and manufacturer representative (rep) to further address the issue.